Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance issue. New lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance issue. New lead was replaced. No additional adverse patient effects were reported. Additional information indicated this right atrial (ra) lead was explanted due to marginal to high pacing thresholds caused by micro dislodgement.